Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria. However, as a result of new information discovered in insulet¿s failure investigation process from complaint # (B)(4) on (B)(6) 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported the personal diabetes manager (pdm) was calculating boluses incorrectly. The patient reported pdm would calculate boluses that were too high, based on the entered carbohydrate amount. The patient reported fixing the issue by backing out of the program and try again, resulting in a lower, correct, bolus value.